Event description:
Device issue: none. Adverse event: restenosis requiring medical intervention. Onset of adverse event: approximately 28 months post procedure. It was reported that approximately 28 months post a proximal circumflex stenting procedure, the patient experienced angina and was rehospitalized. An angiogram showed >70% restenosis at the outer edges of the stent. Three xience stents were placed overlapping to cover the new stenosis. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported patient effects and the relationship to the device, if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.